Event description:
The customer reported that air and water could not pass smoothly through the scope during reprocessing due to foreign material. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device was not sent to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The suspect device has been returned to olympus for evaluation and the olympus service center could not reproduce the customer's event. Technical defects were noted such as the two sound wire was broken continuously while the image was normal and the angulation at u side was reduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.